Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.

Event description:
It was reported anchor did not fully insert into the bone. Handle shaft was bent so physician was not able to insert or remove the anchor, a screw removal set had to be used to remove anchor. A backup device was available to complete the procedure. Delay was less than 30 minutes and no patient injuries were reported.